Event description:
During left total knee replacement, the stryker system 8 saw broke during the case. There was no harm to the patient and the procedure was completed without delay. Stryker system 8 saw- 8208000000, 1805901013 with battery pack- sn-[redacted number], gtin-(B)(4). The device was removed from room and a ticket was placed for biomed to investigate failure. The device was sent back to manufacturer/ vendor and at the time of this report there is no update on the vendors evaluation.